Event description:
Pt had an anterior cervical fusion on (B)(6) 2011. Pt had routine follow scans to check their fusion rate and was found to have what appears to be a "o" ting that has come apart from the locking device on the screw head. Physician feels it is in the pt's best interest to have the screw replaced. Screw removal took place on (B)(6) 2011.